Manufacturer narrative:
(B)(4).

Event description:
The patient got surgery due to carotid artery stenosis. During surgery, the balloon has reached lesion, but it can't be inflated. The doctor has to take it out of patient's body and found the balloon has leakage. Now the patient is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.